Event description:
It was reported that, the console is not recognizing the fiber, and the fiber is difficult to detach once connected. The procedure was completed with another fiber. There were no patient complications. The fiber was returned for analysis. During functional testing of the fiber, it detached upon attempting to connect to the console fiber port. Reportability criteria is met on this finding.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece; however, the fiber connector separated from the fiber body when connected to the console fiber port. It is likely that procedural handling of the device during set-up may have contributed to what the customer experienced and what was observed during the analysis. It is probably that when the fiber was inserted into the console fiber port it may have been screwed in too tight thus when it was getting removed caused a break at the connector end. The reported recognition issue was also attributed to the fiber break. The reported allegation was confirmed per analysis results and information available.